Manufacturer narrative:
The maxi sky 440 is designed to assist caregivers during patient's transfer. It may be moved from one rail to another. The reacher is a component that allows connecting the maxi sky 440 portable ceiling lift to the rail. This accessory is composed from the reacher rod and hook, connected to each other by a magnet. To connect the ceiling lift to the rail, the reacher's hook needs to be attached to the ceiling lift carabineer and connect to the rail trolley. The involved agencinox reacher was sent to manufacturer of the involved ceiling lift for evaluation. The hook deformation observed during inspection of the device performed by arjo technician was confirmed. The ceiling lift detachment was recreated only under specific conditions when the reacher was used to intentionally detach the ceiling lift (reacher used to pushed the reacher's hook out of the trolley). Following the results of the manufacturer analysis, a high load at a specific angle needs to occur to cause the deformation of the reacher's hook and it is unlikely to occur during use of the reacher as per procedure described in the dedicated instructions for use. To sum up, based on all information gathered and the simulations performed by the manufacturer, the exact cause of the claimed ceiling lift detachment could not be determined. The ceiling lift failed to meet its performance specification since it detached. The device was used for a patient transfer when the failure occurred.

Event description:
During transfer of a patient from chair to bed, the maxi sky 440 ceiling lift detached from the track and fell on the head of the patient. The patient sustained hematoma. The device evaluation performed by an arjo technician revealed that the reacher's hook was deformed. Despite this failure, it was not possible to recreate the reported event. No ceiling lift failure was confirmed.

Manufacturer narrative:
The investigation is ongoing. The results will be provided upon conclusions from the investigation.

Event description:
During transfer of the patient from chair to bed, the maxi sky 440 ceiling lift detached from the track and fell on the head of the patient. The patient sustained hematoma. During the device inspection, it was not possible to recreate the reported event.